Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke during a pulsed field ablation procedure. A CT scan confirmed the stroke. The device is not expected to return as it was disposed, therefore the lot number is not available.

Event description:
It was reported that the patient experienced a stroke during a pulsed field ablation procedure. A CT scan confirmed the stroke. The device is not expected to return as it was disposed, therefore the lot number is not available.it was further reported, a 72-year-old female with a history of paroxysmal atrial fibrillation (af) and no structural heart abnormalities or reduced ejection fraction underwent a planned procedure. The intervention was performed under uninterrupted oral anticoagulation, and a transesophageal echocardiogram (tee) was conducted pre-procedure to rule out the presence of thrombus. The procedure had previously been rescheduled from the end of may to june due to a console not functioning as expected at the account. The patient was never prepped for the procedure in may and did not receive any anesthesia. On the day of the procedure, activated clotting time (act) was maintained above 300 seconds with heparin administered prior to the transseptal puncture. The versacross system was used for the transseptal access. Left atrial dwell time was kept under 15 minutes. Pulmonary vein isolation (pvi) was performed exclusively, requiring a total of 48 applications. Following pvi, a cavotricuspid isthmus (cti) line was created using a radiofrequency (rf) catheter. The only additional catheter placed was in the coronary sinus. Post-procedure, the patient experienced difficulty awakening from anesthesia and was challenging to extubate. A CT scan followed by an MRI revealed multiple cerebral infarcts consistent with an embolic shower. The patient did not regain consciousness following general anesthesia. No treatment was administered beyond intracranial pressure (icp) relief, as the stroke involved multiple areas with associated mass effects. The patient has since been transitioned to comfort care, with no expectation of recovery. The physician was unable to determine the cause of the stroke. The tee was reviewed and thoroughly examined, showing no evidence of a left atrial appendage (laa) thrombus. It is highly unlikely that the cerebrovascular accident (cva) was due to a missed thrombus, as the infarcts were distributed throughout the brain. The farawave lot number has been provided.it was further reported that the patient had passed away and the date of death is not available.it was further reported that the date of death was on (B)(6)2025.

Manufacturer narrative:
Additional information in section b2 date of death and section b5 describe event or problem.d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.investigation summary:based on the available information, although the product was disposed of and could not be returned, we have determined that the death, cerebral vascular accident (cva), ischemia stroke, and loss of consciousness are a known inherent risk of use of this device. Device history record review:the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.labeling review:based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.risk review:a risk review performed for the farawave device confirmed that the event of death, cva, ischemia stroke, and loss of consciousness are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion:based on the information provided, the reported event of death, cerebral vascular accident (cva), ischemia stroke, and loss of consciousness are a known inherent risk of the farawave device. Death, cerebral vascular accident (cva), ischemia stroke, and loss of consciousness are an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
Additional information in section b2 outcomes attrib to adv event, section b5 describe event or problem, section d4 lot number, section h6 patient codes and section h6 impact codes. Correction to section b3 date of event. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke during a pulsed field ablation procedure. A CT scan confirmed the stroke. The device is not expected to return as it was disposed, therefore the lot number is not available. It was further reported, a 72-year-old female with a history of paroxysmal atrial fibrillation (af) and no structural heart abnormalities or reduced ejection fraction underwent a planned procedure. The intervention was performed under uninterrupted oral anticoagulation, and a transesophageal echocardiogram (tee) was conducted pre-procedure to rule out the presence of thrombus. The procedure had previously been rescheduled from the end of may to june due to a console not functioning as expected at the account. The patient was never prepped for the procedure in may and did not receive any anesthesia. On the day of the procedure, activated clotting time (act) was maintained above 300 seconds with heparin administered prior to the transseptal puncture. The versacross system was used for the transseptal access. Left atrial dwell time was kept under 15 minutes. Pulmonary vein isolation (pvi) was performed exclusively, requiring a total of 48 applications. Following pvi, a cavotricuspid isthmus (cti) line was created using a radiofrequency (rf) catheter. The only additional catheter placed was in the coronary sinus. Post-procedure, the patient experienced difficulty awakening from anesthesia and was challenging to extubate. A CT scan followed by an MRI revealed multiple cerebral infarcts consistent with an embolic shower. The patient did not regain consciousness following general anesthesia. No treatment was administered beyond intracranial pressure (icp) relief, as the stroke involved multiple areas with associated mass effects. The patient has since been transitioned to comfort care, with no expectation of recovery. The physician was unable to determine the cause of the stroke. The tee was reviewed and thoroughly examined, showing no evidence of a left atrial appendage (laa) thrombus. It is highly unlikely that the cerebrovascular accident (cva) was due to a missed thrombus, as the infarcts were distributed throughout the brain. The farawave lot number has been provided. It was further reported that the patient had passed away and the date of death is not available.